Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the paddle tray and paddles were damaged. There was no report of patient involvement.

Event description:
The customer reported that the paddle tray and paddles were damaged. There was no patient impact reported. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was not in use at the time of the reported issue.